Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 380cc mentor smooth round high profile and experienced capsular contracture, baker grade unknown on her left side. As a result, the patient underwent replacement surgery with unknown saline device in 2012. Exact date of surgery was not provided. Supplemental report will be submitted upon receipt of information.

Manufacturer narrative:
On april 6, 2026, mentor became aware of the following and corresponding fields have been updated on this form: - patient suffered bilateral capsular contracture; baker grade unknown - procedure performed was breast augmentation revision - patient race and ethnicity white and not hispanic/latino; updated under fields a5 and a6 as patient is caucasian. - date of implant under fields d6a have been updated to (B)(6) 2008. This supplemental medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4).